Manufacturer narrative:
This complaint event meets the reporting criteria of an FDA MDR report based on the reporting precedence established for the non retraction of the needle during use for this product family; regardless of pt outcome. There were no echo-hd-22-ebus-o-c (echo) devices of lot# c968513 in stock at the time of the complaint investigation. The echo device involved in this complaint was not returned for evaluation. With the info provided a document based investigation was carried out. From the info provided it is believed that this complaint is related to non-retraction of the echo needle due to the needle tip being bent. A possible cause of the needle top becoming bent may be attributed to individual pt anatomy if the area being sampled was a particularly hard mass or lesion. It is also possible the distal needle tip was damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not in place during advancement of the needle or during sample retrieval. If the needle tip was kinked/bent during use this could result in preventing needle retraction into the sheath. The complaint info reported confirmed that the needle was required to advance through some cartilage. The stylet was in place inside the needle when advancing into the targeted site, however it is suspected that it may not have been fully in place. The needle was bent right at the bevel. It can be noted that the needle bent during third pass. These conditions may have contributed to the needle tip damage. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the lab, it is not possible to definitively state if this is the root cause of this complaint. The customer complaint was confirmed based on customer testimony. Prior to dist, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for lot number c968513 did not reveal any discrepancies which could have contributed to the complaint report. The pt did not experience any adverse effects due to this occurrence. The procedure was completed with another cook device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
While performing an endobronchial ultrasound (ebus) with fnb, the needle was used on three passes. On the third pass the needle was inserted into the mass (very slowly, not forcefully). When the needle was pulled back into the sheath, the handle would not go all the way to "0" position. The customer pulled the needle out of the scope and the very tip was bent at the bevel and was at a 45-60 degree angle. Info received confirmed the needle was exposed when removing from the pt. The customer opened another needle to complete the procedure. The olympus scope was tested after the procedure for damage and there was no damage. There was no harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.